Event description:
A woman received op-1 implant combined with calstrux for l4/5 and l5/s1 posterior lumbar interbody fusions for l5/s1 lytic spondylolisthesis. The surgery was described as an uncomplicated operation. The pt returned to hospital 6 weeks later reporting sudden sensation of "pressure" in lumbar spine, followed within minutes by transient sciatica and paresis in one leg. She was neurologically normal when examined 24 hours after, but a CT scan showed some putty in the spinal canal. The CT scan which had been performed five days postoperatively was retrieved and was also found to show a small amount of putty in the spinal canal. Since the amount was small and the pt remained neurologically normal it was decided to perform no intervention. The surgeon suspects the events were related to the use of the products. Add'l info will be requested.